Manufacturer narrative:
A boston scientific technical services consultant discussed possible telemetry interference which could be delaying the stop command. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information from this physician that while he was performing threshold testing with this device it took approximately 2-3 seconds to go back to regular outputs and programming after stopping the threshold test. The caller stated this has only occurred with cognis and teligen devices and was inquiring if it could be related to the programmer he is using. No adverse patient effects were reported.